Event description:
(B)(6) received an e-mail from the ethicon risk manager stating the following:it was reported that the patient underwent a surgical procedure on (B)(6) 2010 and tvt was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted along with concurrent cystourethroscopy and perineoplasty due to symptomatic cystourethrocele, stress urinary incontinence, rectocele, perineal defect, and hypomobile urethra. It was reported that the sling was then transected and small section of the sling was removed on (B)(6) 2012 due to urinary retention. No additional information was provided. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.